Manufacturer narrative:
G4:28jan2021. B4:29jan2021. The customer performed service diagnostics to troubleshoot the issue. The customer replaced the touchscreen and the issue was resolved. The ventilator has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
It was reported that the ventilators touch screen was not working, reportedly, the calibrating would pass but was not accurate. There was no patient involvement.